Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for correction. Following the submission of the initial MDR, it was determined that the customer's reported product failure was not a reportable event to the FDA. A new decision tree was run, and the complaint is deemed not reportable. There was no patient harm, and the event is unlikely to cause or contribute to serious injury or death.

Event description:
Materials#: 303005. Batch#: 2363753. It was reported by the customer that excessive glue on hub of needle. Verbatim: rcc received a complaint via email. Email(s) attached. Product 303005 (busse item 2862c) has been rejected in our incoming receiving area by our quality team for the below reason: rejection# (B)(4), busse item# 2862c - 18 gauge x 1 1/2" non-sterile needle, bd item# 303005, lot# 2363753, busse po: 89848, qty received,rejected: 2 cases (10,000 pcs), date received: 1/11/2024. Reason of rejection: excessive glue on hub of needle, 6 pieces found defective out 32 pieces inspected: see attached picture.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.